Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an underinfusion during a blood transfusion. The reporter indicated that the nurse set up the pump according to baxter recommended instructions for use. The bag height was 24 inches. The blood would not infuse at the rate programmed in the pump. The bag was raised above the recommended 24 inches so that the blood would infuse correctly. The event occurred in the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.